Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the placement of a response spinal construct system, during the review of the x-rays, a fragment of a rod reducer was found remaining in the patient. The patient was brought back to the operating room table, re-opened and the fragment removed. No additional patient consequences were reported.